Manufacturer narrative:
The second bottle of strips involved in the comparison: product information: model# 7312, lot# 6efef07, exp date 05/31/2018. Manufacture date: 05/01/2016.

Event description:
The customer ran blood glucose tests on the contour next link using two different bottles of strips and received readings of 32 and 83mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned. Product was not replaced.